Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting the "memory full" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2010 and that it had performed to specification up to (B)(6) 2012. During this time there were occasions when the device was stored outside the recommended storage conditions ((0 degrees celsius to 50 degrees celsius/32f to 122f). A device stored outside of the recommended storage conditions can cause damage to the device membrane, which can result in the failure e of the device to perform to specification. The info obtained from the device showed the device was switching itself on automatically resulting in sporadic manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically causing excessive current drain of the device, which caused the memory to become full. The device identified the fault with the device and switched to fault mode alerting the user to the fault by emitting the verbal "memory full" warning prompt. Testing of the returned pad-pak (battery and electrodes) from (lot 633) confirmed that the pad-pak had showed signs of deletion in line with normal use. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.